Event description:
The IV pump was used to infuse propofol. Propofol was infusing at a rate of 20 mcg/kg/min via the right internal jugular vein (ij). A new bottle was hooked up in the late evening. Approximately three hours later the pump began alarming - propofol bottle was found completely empty. Setting on the IV pump was checked by 3 rns - dose confirmed at 20 mcg/kg/min, concentration = 100 mg/ml, weight = 80 kg, rate = 9.6 ml/hour, vtbi = 70.42 ml. Yet the propofol bottle was completely empty. Infusion stopped, and complete setup removed. Patient allowed to re-awaken - slightly agitated, made to respond to questions by nodding, and complained of pain. Morphine given and propofol restarted at 25 mcg/kg/min via ij. No harm to patient. Pump sent to biomed for inspection. Pump tubing found twisted in the pump.device #1is this a laboratory device or laboratory test?no.